Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that their cobas e 411 immunoassay analyzer could not aspirate from the 1st position on the sample disk. The customer stated that the black insert/adapter in position 1 was missing. The customer provided one example of a questionable result for 1 patient sample tested for elecsys hcg + beta test system (hcg+b). The customer did not know the specific day of event but stated it occured "last week." The initial hcg+b result was 1.63 miu/ml from the sample in position 1. The sample was rerun in position 2 with a hcg+b result of >10,000 miu/ml. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The customer stated that sample tubes placed in position 1 were sitting skewed and they stopped using position 1. A field engineering specialist found the plastic tube holder in position 1 was broken which was causing the primary sample tubes to be in an incorrect vertical position. He installed 13mm tube adapters. He performed performance testing with acceptable results.